Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis experienced bilateral deflation post procedure. The physical examinations from the physician confirmed the deflation. As a result, patient scheduled for an explant on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Device evaluation completed on june 08, 2021: visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a tear on the anterior view, measuring approximately 1.2 cm. Microscopic examination was performed and the cause of the deflation could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).